Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: when opening to perform the peripheral puncture, it verified dirt inside the item that must be sterile. Performed immediate replacement.

Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: when opening to perform the peripheral puncture, it verified dirt inside the item that must be sterile. Performed immediate replacement.